Event description:
It was reported via a journal article that a patient presented to an outpatient clinic with severe chest pain and palpitations approximately two years after having a boston scientific pacemaker system implanted due to sick sinus syndrome. Detailed patient information was not provided, and the pacemaker device, right atrial lead and right ventricular (rv) lead serial number information was not provided. The rv lead threshold and impedance were noted to be within normal specification limits and initial examination showed no abnormality, but the patient was admitted to the hospital due to severe pain. The next day, cardiac perforation was suspected from chest x-ray and computed tomography (CT) findings, and the patient was referred to cardiovascular surgery department. There were no pacing failures after the perforation because the pacemaker setting was mostly atrial pacing and ventricular sensing. Blood pressure and heart rate were checked, and laboratory tests provided hemoglobin concentration, white blood cell count and c-reactive protein concentration. The rv lead threshold had increased to a high level, and the impedance value decreased, though remains within normal specification limits. There was no change in the qrs waveform of ventricular pacing because the ventricle pacing ratio was below 1%. Chest x-ray imaging showed that the tip of the rv lead had moved further into the rv apex than the day before. The chest CT seemed to show the apically located rv lead perforating the right ventricle, but the echocardiogram revealed no findings suggesting cardiac tamponade. The surgical team believed that emergency surgery was unnecessary because there were no findings of cardiac tamponade and the patients symptoms improved. The operation was scheduled for three days after admission. The operation was performed by median sternotomy. There were no findings of adhesion or infection in the pericardium. It was confirmed that the rv lead had perforated the rv wall by approximately 3 centimeters. The rv wall was repaired, the rv lead was disconnected using cardiopulmonary bypass, and a new rv lead was implanted in the posterior rv. The patient was discharged 13 days after the operation and the patient continues to do well approximately one year after the surgery.